Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device was observed delivering a greater amount of energy than what was selected. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has not agreed to return the device for further evaluation. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the device was observed delivering a greater amount of energy than what was selected. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.